Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 1.50 mm rotapro was selected for use. During the procedure, the burr was described as frozen and would not advance further. Dynaglide mode was used but there was no ability to advance the burr. It was believed that it was an advancer knob issue. The burr was removed from the patient in one piece. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
H6: device codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. A microscopic examination of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. The advancer knob was able to toggle back and forth. When toggled, there was no resistance, and the advancer knob moved smoothly with the burr end of the burr catheter extending distally as anticipated without resistance or issue. The electrical wire within the advancer was not found to impact the functionality of the advancer knob. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. A photo of the product packaging was attached to the complaint record, but no evidence of the reported events was present within the attached photo.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 1.50 mm rotapro was selected for use. During the procedure, the burr was described as frozen and would not advance further. Dynaglide mode was used but there was no ability to advance burr. It was believed that it was an advancer knob issue. The burr was removed from the patient in one piece. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.